Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of positioning issue was not established due insufficient clinical details and no product return. Mechanical interaction with blood/hemolysis: the cause was not established due insufficient clinical details and no product or data logs returned. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
H6 medical device problem code, a01, has been added to capture mechanical interaction with blood.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support, the patient was noted to have hemolysis. An echocardiogram indicated the impella was deep and measuring greater than 6cm. In addition, the patient was started on continuous renal replacement therapy (crrt). Hemoglobin was at 145 and then at 210. The patient remained on support.

Event description:
An impella cp was inserted in a 59-year-old male presented with heart failure, cardiogenic shock, and cardiomyopathy with acute decompensation related to ischemia. The patient had a known history of coronary artery disease and prior coronary artery bypass grafting. At the time of support, the patient was receiving ECMO, inotropic support, vasopressors, and mechanical ventilation for respiratory support. The patient developed hemolysis. Echocardiographic evaluation demonstrated the impella positioned deep, measuring greater than 6 cm. Plasma-free hemoglobin levels were reported at 145 and later increased to 210. Continuous renal replacement therapy was initiated. The impella cp will be coded for hemolysis. Per review of the instructions for use, hemolysis is a known clinical finding and repositioning is recommended when the impella is positioned deep. The patient¿s underlying comorbidities, acute critical illness, and severity of condition may have contributed to the reported hemolysis. The patient survived.

Manufacturer narrative:
B5 amended. B7 was inadvertently omitted on the initial manufacturer device report.